Event description:
It was reported that during a da vinci-assisted radical prostatectomy w/ lymphadenectomy surgical procedure, using an da vinci single port system, approximately 10 minutes after initialization, the system displayed recoverable error code 307 on patient side manipulator (psm) 2. Troubleshooting was performed. The system was restarted, and a disabled arm prompt was displayed. Further troubleshooting through a hard system power cycle cleared the system prompt; however, within 1 minute, the error appeared again. The surgeon elected to convert to from da vinci single port system to the multi-ports system. There was no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system operated normally after initialization.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed and reproduced confirming a defective patient side manipulator (psm). After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Isi has received the psm, and failure analysis replicated error 307 during testing, pointing to an issue with a sensor. The complaint was confirmed by the failure analysis.